Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-04939. It was reported that the patient had two seizures due to low heart rate from suspected loss of capture on the rv lead. Intermittent capture and increased impedance were observed over the last few months. The device was reprogrammed. The rv lead was capped on (B)(6) 2019 and replaced. The patient was stable before, during, and after procedure.